Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace curved shears instrument has been received for failure analysis evaluation. The instrument was found to have one blade broken at the base and a piece measuring 0.461" x 0.084" was broken off. The broken piece was not returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the reported event for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the harmonic ace instrument, the blade of the instrument broke off and fell inside the patient. The blade was retrieved during the same procedure. The procedure was completed robotically with a backup harmonic ace instrument.